Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Additional information requested and received: how did the device misfire? Unknown. Did the device deliver any staples? Unknown. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? Unknown. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No the analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during an unknown procedure, the device misfired. Another like device was used to complete the procedure. There were no adverse consequences for the patient.